Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. This device is available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the balloon of the stent delivery system ruptured. Another balloon was used to post-dilate the stent. Pci was formed on a 75% de novo lesion in the distal right coronary artery (rca) that was calcified and tortuous. After the target lesion was crossed with a guidewire, a 2.5x18mm cypher stent was delivered to the target lesion for direct stenting. While the balloon catheter was being inflated at 10 atmospheres (atm), the pressure of the inflation device decreased. The stent was left at the target lesion and the stent delivery system was retrieved from the patient. Post-dilatation was done with a 2.5x15mm kongou balloon because the stent was under-dilated. There was no patient injury reported.